Event description:
It was reported that the flushing pump head deteriorated. According to the report, when the pump head pumped water, the head that pressed the tube was released, and when water is needed, the pump head was lifted, and the pump head that presses the tube released. The reported issue was found during a colonoscopy procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause was component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.